Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) pairing test was performed and passed. There was no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.